Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed unexplained pump reboots. The battery cap was not returned with the pump. The test cap was able to secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. There was corrosion observed inside the battery compartment. The leak test failed due to a battery compartment leak. The pump was opened and no additional moisture or damage was observed to the internal components of the pump. Unrelated to the initial complaint, the battery compartment was cracked, and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.